Manufacturer narrative:
Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 65.0 years. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 24.2 kg/m2. Block b3 date of event: the exact date of event onset is unknown. July1, 2015 was selected as the best estimated event date based on the information indicating that the procedures occurred between july 1, 2015 and may 1, 2018. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: lo, t.-s., harun, f., chua, s., shen, y.-h., tan, y. L., & hsieh, w.-c. (2024). Polypropylene anterior-apical single-incision uphold-lite mesh surgery in women with severe pelvic organ prolapse: outcome at 53 months follow up. Journal of the formosan medical association, 123(3), 331-339. Https://doi.org/10.1016/j.jfma.2023.11.003. Block h6: the following imdrf patient codes capture the reportable events of: 2006 - erosion. E1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f1901 - additional surgery. F2301 - additional device required. F1903 - device explantation.

Event description:
Boston scientific became aware of incidents involving uphold-lite device through an article titled "polypropylene anterior-apical single-incision uphold-lite mesh surgery in women with severe pelvic organ prolapse: outcome at 53 months follow up" by tsia-shu lo, md, et al. The study was conducted to complement with mesh inlays plausible benefit (uphold-lite system) on available long-term study and to assess the medium-term outcomes of uphold-lite system for treatment of advanced pelvic organ prolapse (pop) and its complications, and lower urinary tract symptoms. The article reported that 123 patients underwent surgery using the uphold-lite system. These patients had preoperative stage iii or IV symptomatic anterior or apical prolapse based on the pelvic organ prolapse quantification system (pop-q). The following occurred with study patients with uphold lite: the objective cure rate, measured with the pop-q, at 1 and 3 years was high. Having a cure rate (pop-q< stage I) at 96.7% and 95.4% respectively while on the fifth year the objective cure rate was 84.4%. During the five-year review, intraoperative bladder injury was noted for one (1) patient. It is important to note that this injury was repaired after recognition with no further complications. Mesh exposure was experienced by one (1) patient, leading to the mesh being excised at the out-patient clinic. Urinary retention was noted for one (1) patient, and six patients (6) underwent secondary surgery for mid-urethral sling (mus) due to de novo persistent urodynamic stress incontinence (usi), and de novo mixed urinary incontinence one (1) patient. The study reflects that there was a significant improvement if usi when mus was inserted. Bladder outlet obstruction (boo) significantly resolved at 1 and 3 years postoperatively. Detrusor underactivity also improved but of no statistically significant difference. Detrusor overactivity slightly improved as well as mixed urinary incontinence (mui) with one (1) patient developing de novo mui. Quality of life showed significant improvement through the years despite no statistical significance between 1, 3 and 5 years with a slight deterioration of scores observed on the validated questionnaires. The uphold-lite system has demonstrated good anatomical correction of apical and anterior prolapse, with good subjective cure and improved quality of life at 53 months median period follow-up. The mesh erosion rate was low at 0.8 %. Lower urinary tract symptoms (luts) were improved after surgery, most prominent with boo. De novo usi was slightly increased post-operatively and concurrent insertion of mus significantly improved patient outcome. Reference literature article polypropylene anterior-apical single-incision uphold-lite mesh surgery in women with severe pelvic organ prolapse: outcome at 53 months follow up included with this report for a full listing of physicians and healthcare facilities.

Event description:
Boston scientific became aware of incidents involving uphold-lite device through an article titled "polypropylene anterior-apical single-incision uphold-lite mesh surgery in women with severe pelvic organ prolapse: outcome at 53 months follow up" by tsia-shu lo, md, et al. The study was conducted to complement with mesh inlays plausible benefit (uphold-lite system) on available long-term study and to assess the medium-term outcomes of uphold-lite system for treatment of advanced pelvic organ prolapse (pop) and its complications, and lower urinary tract symptoms. The article reported that 123 patients underwent surgery using the uphold-lite system. These patients had preoperative stage iii or IV symptomatic anterior or apical prolapse based on the pelvic organ prolapse quantification system (pop-q). The following occurred with study patients with uphold lite: the objective cure rate, measured with the pop-q, at 1 and 3 years was high. Having a cure rate (pop-q< stage I) at 96.7% and 95.4% respectively while on the fifth year the objective cure rate was 84.4%. During the five-year review, intraoperative bladder injury was noted for one (1) patient. It is important to note that this injury was repaired after recognition with no further complications. Mesh exposure was experienced by one (1) patient, leading to the mesh being excised at the out-patient clinic. Urinary retention was noted for one (1) patient, and six patients (6) underwent secondary surgery for mid-urethral sling (mus) due to de novo persistent urodynamic stress incontinence (usi), and de novo mixed urinary incontinence one (1) patient. The study reflects that there was a significant improvement if usi when mus was inserted. Bladder outlet obstruction (boo) significantly resolved at 1 and 3 years postoperatively. Detrusor underactivity also improved but of no statistically significant difference. Detrusor overactivity slightly improved as well as mixed urinary incontinence (mui) with one (1) patient developing de novo mui. Quality of life showed significant improvement through the years despite no statistical significance between 1, 3 and 5 years with a slight deterioration of scores observed on the validated questionnaires. The uphold-lite system has demonstrated good anatomical correction of apical and anterior prolapse, with good subjective cure and improved quality of life at 53 months median period follow-up. The mesh erosion rate was low at 0.8 %. Lower urinary tract symptoms (luts) were improved after surgery, most prominent with boo. De novo usi was slightly increased post-operatively and concurrent insertion of mus significantly improved patient outcome. Reference literature article polypropylene anterior-apical single-incision uphold-lite mesh surgery in women with severe pelvic organ prolapse: outcome at 53 months follow up included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block h11: correction to block h6: patient code. Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 65.0 years. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 24.2 kg/m2. Block b3 date of event: the exact date of event onset is unknown. (B)(6)2015 was selected as the best estimated event date based on the information indicating that the procedures occurred between (B)(6) 2015 and (B)(6) 2018. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: lo, t.-s., harun, f., chua, s., shen, y.-h., tan, y. L., & hsieh, w.-c. (2024). Polypropylene anterior-apical single-incision uphold-lite mesh surgery in women with severe pelvic organ prolapse: outcome at 53 months follow up. Journal of the formosan medical association, 123(3), 331-339. Https://doi.org/10.1016/j.jfma.2023.11.003. Block h6: the following imdrf patient codes capture the reportable events of: 2006 - erosion e1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f1901 - additional surgery. F2301 - additional device required. F1903 - device explantation.